Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. Fourteen days after the patient was admitted, the patient was treated unspecified antibiotics (for 2 weeks) for peritonitis. The cause of peritonitis and patient outcome were not reported. The patient was switched to hemodialysis. No additional information is available.